Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: visual inspection: tfna fem nail ø12 r 130° l340 timo15 (p/n: 04.037.254s, lot number: h759233 ) were received at us customer quality (cq). Upon visual inspection, the complaint device was broken at the helical blade slot and broken piece was returned. Additionally, scratches and discoloration from the explantation procedure were observed on the device. No other issues were observed with the returned device. Device failure/defect identified? Yes. Dimensional inspection: complaint relevant dimensional inspection cannot be performed due to post manufacturing damage. Document/specification review: ti cannulated trochanteric fixation nail advanced 130 deg: current and manufactured revisions were reviewed. No design issues or discrepancies were identified. Complaint confirmed? Yes. Investigation conclusion: this complaint was confirmed during the investigation. No definitive root cause could be determined based on the provided information. No new, unique or different patient harms were identified as a result of this evaluation. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: h6: manufacturing location: monument, manufacturing date: october 22, 2018, expiration date: october 01, 2028, part: 04.037.254s, 12mm/130 deg ti cann tfna 340mm/right- sterile, lot: h759233 (sterile). Work order traveler met all inspection acceptance criteria. Inspection sheet, in-process/inspect dimensional/final met all inspection acceptance criteria. Inspection sheet, tfna assembly inspection met all inspection acceptance criteria. Packaging label log (pll) was reviewed and determined to be conforming. Sterilization control number (scn) supplied by ethicon (abq) was reviewed and determined to be conforming. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component parts reviewed: part: 04.037.912.4, wave spring, shim ended, bp55, lot: h613114. Work order traveler met all inspection acceptance criteria. Inspection sheet, incoming final inspection met all inspection acceptance criteria. Material certificate and certificate of conformance and quality history card received from smalley were reviewed and determined to be conforming. Part: 04.037.942.2, lock prong, 130 degree tfna, bp55, lot: 1l34305, purchased finished goods traveler met all inspection acceptance criteria. Part: 04.037.912.3, tfna lock drive, bp58, lot: h740203. Work order traveler met all inspection acceptance criteria. Inspection sheet met all inspection acceptance criteria. Part: 21127, timoagri16.00, bp80, lot: h732220. Certificate of test supplied by ati specialty materials was reviewed and determined to be conforming. Lot summary report met all inspection acceptance criteria. Raw material receiving / putaway checklist met all inspection acceptance criteria. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. The breakage of the nail could be confirmed according to the received pictures. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Occupation: reporter is a j&j employee. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that about a year ago the patient had a subtrochanteric fracture fixed with trochanteric fixation nail advanced (tfna). On (B)(6) 2021, the patient underwent the revision surgery due to the tfna nail breakage. The broken tfna nail was removed during the revision surgery. No further information provided. This report is for one (1) 12mm/130 deg ti cann tfna 340mm/right-sterile. This is report 1 of 1 for complaint (B)(4).